Manufacturer narrative:
Additional information was received stating that the equipment did not have any leak issue. This event was not reportable. Additional information was received stating that the equipment did not have any leak issue. This event was not reportable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The network cable was replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.